Event description:
During the atrial fibrillation procedure, the venous puncture was performed and when the guidewire was inserted into the 18g puncture needle, resistance was noted. It was somehow inserted, but when it was pulled out, the guidewire was damaged and partially severed. The guidewire was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer guidewire assembly was returned. The guidewire was bent near the distal tip. Resistance was noted at point of bend during guidewire insertion through the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty and device damage remains unknown.